Event description:
It was reported that the user experienced difficulty disconnecting the connector during a cartridge change on the ilet system, consistent with a failure to disconnect involving the connector/coupler, after which the connector was successfully removed during the call and reattached without further issue. No clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with a component-related issue affecting the connector/coupler and presenting as failure to disconnect. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.